Event description:
Physicians assistant (pa) was doing an endoscopic vessel harvest for a conduit on coronary artery bypass surgery. There is a disposable instrument that has a forceps that cauterizes the vessels. A small portion of the plastic cover on the tip broke away from the forceps. This was noticed by the pa on the camera screen and he was able to retrieve it. Continued the procedure with a new set of disposable instruments.